Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her current blood glucose was 417 mg/dl. She did not feel any symptoms of hyperglycemia. Troubleshooting was initiated for the high blood glucose. The customer treated her current high with a manual insulin injection. Upon inspection of the tubing the customer found air bubbles inside of it. The customer also found that her cannula was bent. The customer was advised to change her entire set, reservoir and insulin and resume pump therapy. No products were shipped or returned.